Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an iabp fell one someone's foot and broke it. It is unknown under what circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
N/a